Event description:
Baxter reported a patient having a leak in the transfer set. Sample available. No patient injury reported per the initial report.

Manufacturer narrative:
This is not an isolated incident. Review of the complaint history reveals similar reports have been received for this product for the reported issue. A device sample is anticipated, but has not yet been received for evaluation. A follow up report will be submitted when the evaluation is completed.